Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('she stated one of the coils was protruding out of one tube'), pelvic pain ('pain'), genital haemorrhage ('I called due to significant pain, clots'), kidney infection ('bladder or urinary problems or changes/kidney infections') and urethral disorder ('enlargement of urethra') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test" and device use issue "had to put more than 1 coil on one side". The patient's medical history included obesity, cervical biopsy, gravida ii and parity 2. Current weight 174 lbs. Previously administered products included for an unreported indication: nuvaring from 2005 to 2008, depo provera from 2005 to 2008 and ortho evra from 2005 to 2008. Concurrent conditions included migraine since 2013, chlamydial infection, headache, dysmenorrhea, vaginal bleeding, menorrhagia, pap smear and urine odour abnormal. Family history included fibroids and endometriosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ excessive bleeding") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2012, the patient experienced migraine ("migraines/ migraines / headaches"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression,"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced nausea ("nausea/ I got very dizzy, nauseous because of the pain"). In may 2013, the patient experienced urinary tract infection ("uti"). On (B)(6) 2013, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis, endometriosis"), 1 year after insertion of essure. In (B)(6) 2015, the patient experienced kidney infection (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced rash generalised ("rashes or skin conditions type: rash all over my body"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urethral disorder (seriousness criterion medically significant), rash ("skin rash"), ovarian cyst ("adenomyosis, right ovarian cysts/ I had a big ovarian cyst on the right side"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis,endometriosis/ right ovarian cysts"), abdominal pain ("abdomen pain"), back pain ("lower back pain"), uterine scar ("my uterus showed scarring tissue"), procedural pain ("I got very dizzy, nauseous because of the pain") and dizziness ("I got very dizzy, nauseous because of the pain"). The patient was treated with surgery (bilateral salpingectomy and urethroplasty). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, kidney infection, urethral disorder, rash, migraine, dyspareunia, abdominal distension, alopecia, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash generalised, headache, ovarian cyst, adenomyosis, nausea, vaginal discharge, weight increased, constipation, uterine scar, procedural pain, dizziness and endometriosis outcome was unknown, the dysmenorrhoea had resolved and the abdominal pain and back pain was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, back pain, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, procedural pain, rash, rash generalised, urethral disorder, urinary tract infection, uterine scar, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Ultrasound scan - on (B)(6) 2016: result: 1. Heterogeneous uterus whose appearance is suggestive though not fully diagnostic of adenomyosis. No definite fibroids are seen. 2. Mildly thickened endometrial stripe to about 1.3 cm. This may be related to the patient's phase of menstrual cycle. Endometrial hyperplasia or polyp not excluded; on (B)(6) 2016: result: impression: 1. Essentially normal MRI of the pelvis. No findings to suggest adenomyosis. 2. C-section scar noted. 3. Normal ovaries.. Ultrasound scan vagina - on (B)(6) 2017: result: heterogeneous endometrium complex cyst right ovary.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain. Constipation, abdominal pain, ovarian cyst, menorrhagia, dysmenorrhea and adenomyosis. Most recent follow-up information incorporated above includes: on 25-jun-2019: fu 1(pfs) and fu 2(mr) processed together.new reporters added, patient¿s date of birth and patient¿s demographic details were added. New events added from pfs- mood swings, vaginal bleeding, menorrhagia, uti, depression, rash all over my body, headaches, adenomyosis, right ovarian cysts, nausea, dysmenorrhea, dyspareunia, pain, vaginal discharge, weight gain, constipation, kidney infection, endometriosis, abdomen pain, lower back pain, my uterus showed scarring tissue, had to put more than 1 coil on one side, procedural pain, dizzy, nausea/ I got very dizzy, nauseous because of the pain and patient didn¿t undergo an essure confirmation test. Event outcome of dyspareunia was updated as recovering/resolving. Essure date of insertion and date of removal were updated. Medical history, concomitant condition and concomitant drugs were added. Family history and lab data were added. On (B)(6) 2019: fu 1(pfs) and fu 2(mr) processed together. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain (" pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), rash ("skin rash"), migraine ("migraines"), dyspareunia ("painful intercourse"), abdominal distension ("bloating") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, infection, rash, migraine, dyspareunia, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, dyspareunia, infection, migraine, pelvic pain and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.